Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt. This is one of two products involved with the reported event and the associated manufacturer report number are 1038671-2022-00061.

Event description:
As reported, this male patient underwent revision due to osteolysis. No additional information is available or forthcoming. The device is not available for evaluation.

Manufacturer narrative:
(H3) the secondary finding of osteolysis reported in may have been the result particle-induced osteolysis secondary to prosthesis wear. The contributions of patient-related conditions and the unknown primary reason for revision to the sequence of events cannot be confirmed from the provided information and the devices were not available for evaluation. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2022-00061 and 1038671-2022-00062.